Event description:
Procedure type: gastrectomy. According to the rptr: after 1 hr of using the device, the balloon broke. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.